Event description:
Customer reported a crack on the upper right hand corner of pump plastic. The blood glucose reading was 74 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.